Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2010. It was reported that the pt was experienced stimulation issues. A previous diagnostic test revealed low impedance readings for several lead contacts. The alleged issues were reportedly resolved on (B)(6) 2011 with the replacement of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.